Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63: the customer received a hardware low-level failure. The customer reported no adverse event. The event involved product(s) mmt-1880. Pump error alarms customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, self test, active current measurement and sleep current measurement. No unexpected pump error 63 alarm noted during the testing. Successfully downloaded history files and traces using thump. Pump error 63 alarm (file number: (B)(4) line number: (B)(4)) was found on: (B)(6) 2024 07:17:18.000, (B)(6) 2024 09:07:35.000. Pump error 63 alarm (file number: (B)(4) line number: (B)(4) was confirmed, according in the formatted history file, suspected on hw. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 24-dec-2024 in the formatted history file. Insert battery alarm was found on: (B)(6) 2024 09:17:05.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 09:07:38.000, (B)(6) 2024 09:13:29.000, (B)(6) 2024 09:13:43.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 11:08:54 pm. There was no power data available for the event date of 24-dec-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. However, pump error 63 alarm (file number: (B)(4) line number: (B)(4) was confirmed, according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.